Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 15mm x 2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured at 12 atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).